Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Telemetry established at preliminary analysis. Received device in unopened outer/inner sterile pack.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant while still in the package it was very difficult and/or not possible to interrogate the implantable cardiac monitor (icm) with the programmer. Another programmer was used and the same issue occurred. The icm was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.